Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the hipot 3000 volt testing failed. No other details regarding the nature of the event were provided. Since this event occurred during routine testing, there was no pt involvement during this event.